Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("sections show a coiled metal implant embedded within the lumen of the proximal third of the tube segment"), pelvic pain ("pain / pelvic area pain/ pain in pelvic region"), device dislocation ("device migration") and genital haemorrhage ("unusual and excessive bleeding / unusual excessive bleeding with blood clots/ excessive bleeding") in a 33-year-old female patient who had essure (batch no. B02262,802262) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopic surgery ((2009, 09/2010)), ectopic pregnancy, d & c, bleeding intermenstrual, weight gain, general malaise, elevated bp, stress, general body pain, menorrhagia, uterine bleeding, dysfunctional uterine bleeding, back pain, rash and salpingectomy. Gross examination: left fallopian tube: the attached fallopian tube segment is 10.0 cm in length and 0.8 cm in diameter. Sections show a coiled metal implant embedded within the lumen of the proximal third of the tube segment. The distal segment shows soft pink tubal mucosa. The fimbriated end is delicate and congested. Sections at the right cornu show a similar coiled metal implant remnant. Previously administered products included for nausea: zofran; for an unreported indication: terazol. Concomitant products included celecoxib (celexa), ethinylestradiol;ferrous fumarate;norethisterone (generess fe), fluoxetine hydrochloride (prozac), ibuprofen (motrin), lamotrigine (lamictal), paracetamol (tylenol) and zolpidem tartrate (ambien). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/ severe cramping"), abdominal pain ("abdominal pain") and fatigue ("fatigue"), 1 month 12 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstruation irregular ("unusual periods (irregular and prolonged menstruation)"), depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain/ painful menstrual periods") and dyspareunia ("pain during intercourse / painful intercourse"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and left salpingectomy. And robotic-assisted total laparoscopic hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation, abdominal pain lower, menstruation irregular, depressed mood, asthenia, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown, the pelvic pain, genital haemorrhage and fatigue had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthenia, depressed mood, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: the plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from frequent abdominal pain and bleeding. Additionally, he was has to take on full household duties as result of his wife¿s temporary disability post-hysterectomy. Discrepancy noted in essure removal date - (B)(6) 2013, (B)(6) 2013 the plaintiff claims that use of essure caused or aggravated her psychiatric and/or psychological condition. Plaintiff experienced anxiety and depression and had not recovered from such conditions prior to essure placement. Plaintiff does not recall undergoing an essure confirmation test. 3 coils were visualized in both the tubes. Concerning the injuries reported in this case the following ones were confirmed in patient's medical records : dysmenorrhoea , menstruation irregular , abdominal pain lower, fatigue, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet and medical records received : lot number added. Events added- depression, anxiety, fatigue. Verbatim ¿unusual excessive bleeding with blood clots¿ clubbed with event ¿genital haemorrhage¿. Outcome of events ¿pelvic pain, genital haemorrhage, fatigue¿ updated to ¿recovered / resolved¿. Outcome of events ¿depression, anxiety¿ updated to ¿recovering / resolving¿. Severity of event ¿abdominal pain lower¿ updated. Essure removal date updated as per mr. Reporter information and patient details updated. Patients medical history, concomitant and historical products added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("sections show a coiled metal implant embedded within the lumen of the proximal third of the tube segment"), pelvic pain ("pain / pelvic area pain/ pain in pelvic region"), device dislocation ("device migration") and genital haemorrhage ("unusual and excessive bleeding / unusual excessive bleeding with blood clots/ excessive bleeding") in a 33-year-old female patient who had essure (batch no. B02262,802262-invalid) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopic surgery ((2009, (B)(6) 2010)), ectopic pregnancy, d & c, bleeding intermenstrual, weight gain, general malaise, elevated bp, stress, general body pain, menorrhagia, uterine bleeding, dysfunctional uterine bleeding, back pain, rash and salpingectomy. Gross examination: left fallopian tube: the attached fallopian tube segment is 10.0 cm in length and 0.8 cm in diameter. Sections show a coiled metal implant embedded within the lumen of the proximal third of the tube segment. The distal segment shows soft pink tubal mucosa. The fimbriated end is delicate and congested. Sections at the right cornu show a similar coiled metal implant remnant. Previously administered products included for nausea: zofran; for an unreported indication: terazol. Concomitant products included celecoxib (celexa), ethinylestradiol;ferrous fumarate;norethisterone (generess fe), fluoxetine hydrochloride (prozac), ibuprofen (motrin), lamotrigine (lamictal), paracetamol (tylenol) and zolpidem tartrate (ambien). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/ severe cramping"), abdominal pain ("abdominal pain") and fatigue ("fatigue"), 1 month 12 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstruation irregular ("unusual periods (irregular and prolonged menstruation)"), depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain/ painful menstrual periods") and dyspareunia ("pain during intercourse / painful intercourse"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and left salpingectomy. And robotic-assisted total laparoscopic hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation, abdominal pain lower, menstruation irregular, depressed mood, asthenia, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown, the pelvic pain, genital haemorrhage and fatigue had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthenia, depressed mood, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: the plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from frequent abdominal pain and bleeding. Additionally, he was has to take on full household duties as result of his wife¿s temporary disability post-hysterectomy. Discrepancy noted in essure removal date - (B)(6) 2013, (B)(6) 2013 the plaintiff claims that use of essure caused or aggravated her psychiatric and/or psychological condition. Plaintiff experienced anxiety and depression and had not recovered from such conditions prior to essure placement. Plaintiff does not recall undergoing an essure confirmation test. 3 coils were visualized in both the tubes. Concerning the injuries reported in this case the following ones were confirmed in patient's medical records : dysmenorrhoea , menstruation irregular , abdominal pain lower, fatigue, pelvic pain lot number 802262 is invalid. Lot number: b02262, manufacturing date: 2013-02, and expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual and excessive bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping ") and menstruation irregular ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("device migration") and genital haemorrhage ("unusual and excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("unsual periods (irregular and prolonged menstruation)"), depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse / painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain lower, menstruation irregular, depressed mood, asthenia, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: the plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from frequent abdominal pain and bleeding. Additionally, he was has to take on full household duties as result of his wife¿s temporary disability post-hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("device migration") and genital haemorrhage ("unusual and excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menometrorrhagia ("unsual periods (irregular and prolonged menstruation)"), depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse / painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain lower, menometrorrhagia, depressed mood, asthenia, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: the plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from frequent abdominal pain and bleeding. Additionally, he was has to take on full household duties as result of his wife¿s temporary disability post-hysterectomy. Most recent follow-up information incorporated above includes: on 11-may-2018: case correction: after an internal review, it was noted that plaintiff's husband reported further information. According to him, his wife was no longer as happy and energetic as she once was prior to undergoing the implantation of essure. She also experienced severe menstrual pain, irregular and prolonged menstruation, heavy and abnormal bleeding, pain during intercourse, abdominal pain, device migration and cramping. The plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from frequent abdominal pain and bleeding. Additionally, he was has to take on full household duties as result of his wife¿s temporary disability post-hysterectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.